Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was coil separation on the lead. It was noted that the right ventricular (rv) coil pulled away from insulation when the physician pulled the lead out of the introducer. The lead was not used and a different lead was implanted instead. No patient complications have been reported as a result of this event.